Manufacturer narrative:
Updated device information received confirms that the device associated with this complaint is not PMA approved and this report is no longer considered reportable to the FDA. Device photo evaluation: visual analysis of the photographs identified: -rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. -capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Later patient reported " intracapsular implant rupture" confirmed via ultrasound. Later healthcare professional reported "rupture" and "yes" - complaint on device; "capsular contracture baker grade iii" and "when the capsule was opened, the right prosthesis was defeated in the upper-medial angle for up to 4-5 cm with the gel coming out". This record is for right side. Device was explanted and not replaced. Updated device information received confirms that the device associated with this complaint is not PMA approved and this report is no longer considered reportable to the FDA.

Event description:
Patient reported right side implant rupture diagnosed via ultrasound. Device remains implanted.

Manufacturer narrative:
Continued: d6a: explant date: 2011. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.